Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot. The foreign matter was determine to be related with ¿screw cleaning". Conclusion: based on the device history record review, the foreign matter was determine to be related with ¿screw cleaning¿. When the material (raw material) flows through the injection cylinder it is stored on the sides and with the pass of time and the increase in temperature, the material becomes burned and can be drop and go to the injection. Therefore, cleaning provides the prevention / correction of the defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd oralpak¿ oral dosing device one of the packs with 100 units was filled with dirt. There was no report of injury or medical intervention.